Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.

Event description:
The customer reported that during preventative maintenance testing at the user facility, air was noted distal to the cassette with no device alarm. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.